Event description:
The patient's mother contacted animas on (B)(6) 2012 to report a cartridge was possibly leaking. The patient's mother stated that on (B)(6) 2012 the pump showed 40u of insulin and when she removed the cartridge she found the cartridge line was at 40u; however, there was no insulin in the cartridge. At the time this issue was discovered, the patient's mother reported that the pump's cartridge compartment smelled strongly of insulin. The patient also reported when changing out cartridge on (B)(6) 2012 the pump showed 57u remaining; however, when she removed cartridge she claimed there was only approximately 10u in the cartridge. At the time of the call, the reporter stated the patient's blood glucose (bg) levels had been elevated in the 200-300's mg/dl over the past week. The reporter denied that the patient developed symptoms suggestive of hyperglycemia and confirmed he did not test positive for ketones. At the time of troubleshooting, the patient was disconnected and the reporter delivered a 6u air bolus. The cartridge was then removed from the pump and the patient's mother found no evidence of leak on cartridge at plunger or luer lock. The reporter also denied seeing any cracks on cartridges; however, while inspecting current cartridge in use, she did see 2 air bubbles, which she stated were not there 3 hours prior when she filled cartridge. The patient's mother confirmed using refrigerated insulin to fill cartridge. There is no indication that the patient suffered a serious injury due to the alleged issue. The patient's bg readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the cartridge(s) remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: the device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
No product was returned against the complaint. A retained cartridge from identified lot was used to complete investigation. The results of the investigation were as noted: the cartridge passes visual inspection and no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.